Manufacturer narrative:
Additional, changed, and/or corrected data: h6 photographic device evaluation: a review of the device through photographs noted no observations were made as the events are physiological complications.

Event description:
Physician reported right side capsular contracture, baker grade iii-IV and "continuous discomfort with periods of moderate inflammation." The device has been explanted and replaced with a non-allergan device.

Event description:
Physician reporting capsular contracture baker grade iii-IV and "continuous discomfort with periods of moderate inflammation." This relates to the right device. Device has been explanted and replaced with a non-allergan device

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 4/11/2024. Device analysis: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Calcification: unable to observe since it is a medical event and is not related to the device. Inflammation/ irritation: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure deformation, particle and crease were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, changed or corrected information is noted, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV.

Event description:
Physician reporting capsular contracture baker grade iii-IV and "continuous discomfort with periods of moderate inflammation." This relates to the right device. Device has been explanted and replaced with a non-allergan device.